Manufacturer narrative:
(B)(4). Date sent: 9/11/2025. Additional information: this is an analysis of photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows one reload packaging with lot number 455c30 and with expiration date 2026-05-31. The second photo shows a carton piece related a psee45a with a labeling with lot number c9ex04 and with an expiration date of 2027-08-31. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that there was an intercurrence when using the echelonpowered stapler and 2 blue charges, where the same in the section of the pancreas crashed in the first attempt. We removed the battery and managed to unlock the same, put the second blue charge to perform again the attempt, the same brake and did not return anymore, not even to remove the load. Without success, we had to use 01 75mm stapler with 01 load for pancreatic neck section and we had no problem with it.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2025. D4: batch # unk. A manufacturing record was performed for the finished device psee45a lot number c9ex04 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: 1. Please provide more details for "did not return anymore, not even to remove the load."? Clarifying that the surgery had already been converted to "open" while the stapler still had tissue inside the jaw and the doctor was able to open the jaw. When closing it again, the stapler got stuck permanently and we were no longer able to open the jaw. 2. Was the device able to be straightened either inside or outside the body (articulation released/returned to 0 degrees)? The doctor had already converted the surgery from video to open, and was using the authorized materials without requesting any change of material. 3. Was the device locked on tissue with the jaws closed? Yes, but the doctor managed to open the jaw and remove the patient's tissue from inside the jaw, and when trying to test again, the stapler got stuck permanently. 4. If yes, what steps were taken to open the jaws. The reverse button is pressed and then the trigger, to return the mechanism and release the jaw 5. If the jaws could not be opened, how was the device removed?? While the stapler had tissue in the jaw, the doctor pressed the reverse button and then the trigger to open the jaw. After this situation, the stapler got stuck completely. 6. Did the jaws eventually open? The jaw opened after the reversal process, after that it no longer 7. Could you please clarify if there were any patient consequences? We have no knowledge of any problems with the patient 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? There were no problems reported. The following additional information has been requested. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Was the pancreas excessively thick or non-compressible? How far was the device fired? Did the surgeon simultaneously close the closing handle while pressing the thumb release trigger? Did they use the manual override? If so, how many back-and-forth motions were completed? Did the surgery start in a laparoscopic manner? In the video provided, we see a stapler being used with no issues, is this same device that had the same issue? Was the same reload/device used after converting to open? Did the surgeon decide from video to open due to the difficulty of the device or were there other contributing factors? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.